Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the physician¿s opinion, an iatrogenic intimal tear occurred during insertion of the valve with delivery system possibly due to ascending aortic plaque. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Citation: kawajiri, hidetake, and alberto pochettino. "Chronic type a aortic dissection after transcatheter aortic valve replacement." The annals of thoracic surgery (2019).

Event description:
As reported in the article, ¿chronic type a aortic dissection after transcatheter aortic valve replacement¿, 2 years post procedure the patient presented for follow up transthoracic echocardiogram which showed a dissection flap in the mid-ascending aorta. CT showed a type a aortic dissection with thickened intimal flap, starting 35 mm above the s3 valve. An ascending aorta replacement was performed, replacing from the stj to the proximal arch. Moderate pvl and significant thrombus and pannus on one leaflet of the s3 valve were observed. The valve was explanted and replaced with a non-edwards valve. A retrospective review from the tavr case indicate an iatrogenic intimal tear occurred during insertion of the valve with delivery system. Challenges posed by ascending aortic plaque were not considered in the planning. Ta approach may have been a good alternative.